Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately nine years and six months post filter deployment, CT revealed there was an inferior vena cava filter that was well aligned within its lumen, with no evidence of disorganization. There was a right lateral strut perforating the lateral wall of the right side of the inferior vena cava and advances 1 cm outside of the wall. There was a left lateral strut that perforates the left lateral wall of the inferior vena cava ad advances 3mm outside its lumen. There was an anterior strut that perforates the anterior wall of the vena cava and advances also 3mm outside its lumen. Finally, there was a posterior strut that perforates the posterior wall of the inferior vena cava and advances 3 mm outside its lumen with its tip between the inferior vena cava and the abdominal aorta. Therefore, the investigation is confirmed for the perforation of the ivc. However, the investigation is inconclusive for the filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chest pain around the area of the filter that radiates across the left side of chest; however, the current status of the patient is unknown.